Event description:
It was reported by service report that the pt left head side rail is not locking in the up position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Tight siderail not locking in the up position.